Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery with a max diameter of 4 mm and a 3 mm neck diameter. Landing zone: distal: 4.78mm and proximal: 5.05 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed there was contrast agent retention in the aneurysm. It was reported that on (B)(6) 2024, the doctor performed an aneurysm blood flow diversion dense mesh stent implantation. The surgeon used a 5.0-25ped, but the tip could not be opened. The surgeon performed post-processing after complete deployment, and the stent opened, but the tip of the stent was obviously rough. The patient was not injured. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was not removed from the patient. Full wall apposition was not achieved. Ballooning was required for tapering or to ensure wall apposition. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal end of the pipeline was not well attached to the wall, but the tumor neck and proximal end were open. A guidewire was used to massage the inner wall of the pipeline to open the pipeline more completely.